Event description:
It was reported that the implantable pulse generator (ipg) unexpectedly reached elective replacement indicator (eri) prior to the end of the longevity estimate. The physician was concerned about the range of the longevity estimate not being precise. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2006. (B)(4).